Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that approximately eleven months post implant of this annuloplasty ring in the mitral location, it was replaced with a bioprosthetic valve. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating that approximately 11 months post implant of this annuloplasty ring in the mitral location, it was replaced with a bioprosthetic valve due to dehiscence from the annulus. The physician stated that he did not consider this to be a product issue, but a complex repair that should have been a valve replacement. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.